Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Final analysis of the lead revealed that the lead body conductor was broken within 10 cm of the connector area.

Event description:
It was reported when the patient had a re-check of their implantable neurostimulator (ins) in (B)(6) 2013, it was found that the lead component was broken at the connection of the extension (1 cm). It was also noted that the patient's symptoms were not being controlled. The complaint lead was then explanted. The patient outcome was reported as "ok now" with no more complaint of any malfunctions. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID: 3389-40, lot# 0206097961, implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: lead. (B)(4).